Event description:
A report was received that the patient was experiencing burning sensation at the ipg site even if the device was on or off. The patient underwent revision procedure and was doing well post operatively.

Manufacturer narrative:
.